Event description:
It was reported to boston scientific corporation that a capio device (exact type unknown) was used with a polypropylene 36-inch size 0 capio suture. According to the complainant, during the procedure, the needle of the suture detached inside the patient. The problem occurred on the third throw of the capio device. It was reported that the break was right at the needle. The physician attempted to remove the needle with her fingers and forceps but was unsuccessful. The needle remained inside the patient. The physician completed the procedure with a new capio device and a new capio suture with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). The complainant reported that the device was not used past its expiration date.